Manufacturer narrative:
Concomitant medical products: product ID: 3888, lot#: unknown, explanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3888, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported in 2001, the electrode was replaced. No further complications were reported/anticipated.